Manufacturer narrative:
Additional information was received on (B)(4) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Right knee pain that has become worse [arthralgia]. Chronic swelling on inside of right knee [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) old female patient, initials (B)(6) with osteoarthritis. The patient's medical history is significant for previous treatment with synvisc several times in the past. On an unspecified date in 2010, the patient initiated the treatment with synvisc into the right knee. The synvisc lot number was not provided. On an unspecified date, the patient experienced right knee pain that has become worse, chronic right knee swelling and right knee effusion. On an unspecified date, the patient's right knee was aspirated of joint fluid. Additional treatment for the events included naproxen and cortisone injection. The action taken with synvisc treatment was not provided. The patient's outcome for the events of "right knee pain that has become worse, chronic right knee swelling and right knee effusion" was not provided. Concomitant medications were not provided. The intensity for the events was not provided.